Event description:
It was reported the patient never had therapeutic effect. The patient was not happy with therapy from his implantable neurostimulator (ins) from the time it was implanted. It was reported the ins was "dead" to the patient, meaning he had turned it off and had not used it for over a year. The patient was prescribed oxycontin and then percocet for pain management. It was also reported the patient's ins had moved and was now "protruding through his back." It was noted the patient had not lost or gained any weight. The patient expressed interesting in having his ins removed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-29, lot# n256124, implanted: 2011 (B)(6), product type accessory. (B)(4).